Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the vividimage 4k surgical display and found that the monitor panel required a replacement. The technician replaced the monitor panel, tested the function and operation of the unit, confirmed it to be operating to specification, and returned the unit to service. No additional issues have been reported.

Event description:
The user facility reported that their vividimage 4k surgical display was showing no images and a distorted display. No report of injury.